Event description:
It was reported that the lead was attempted to be implanted but not used due to the helix not being able to retract. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. The helix does not extend or retract due to severe attempted implant damage. The lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).